Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the pass few months, the customer stated he was found unresponsive and required a glucagon shot. He was hospitalized until he was stable. It was discovered that his blood glucose was in the 50mg/dl range. He was discharged once his blood glucose stabilized. No additional information was reported.